Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1 failed to open and did not recognize 4 cubies in the back. A field service engineer (fse) verified rows d and e were not on the bus, reseated the row board cable, retractor band cable, and pyxibus cable, inspected all cables, found no damage and resolved the issue. The fse tested the drawer in the hardware test application, and the customer successfully inventoried medication from the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had failed to open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.